Event description:
Through journal article "undifferentiated pleomorphic sarcoma mimicking breast implant-associated anaplastic large cell lymphoma", healthcare professional reported a patient who presented with "sudden onset painful swelling in right breast", "ruptured implant and silicone lymphadenitis", "skin erythema", large peri-implant effusion in the right breast¿, and ¿macrophages and, occasionally, small lymphocytes were also observed". Healthcare professional also reported "undifferentiated pleomorphic sarcoma", which has been determined by abbvie medical safety to be not device-related. Device has been explanted. Right side mastectomy and complete capsulectomy was performed. Manufacturer of the device is unknown. Per medical safety, abbvie has chosen to report this complaint conservatively.

Manufacturer narrative:
Article citation: chandrasiri n, taiwo o, ahmed m, malhorta a, el-sheikh s. Undifferentiated pleomorphic sarcoma mimicking breast implant-associated anaplastic large cell lymphoma. J breast cancer. 2024 may 7. Doi: 10.4048/jbc.2024.0054. Epub ahead of print. Pmid: 38769688. Continued e.1. Facility name: department of cellular pathology, royal free london foundation trust. The events of "seroma-late", "granuloma", and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture; "large peri-implant effusion"; "silicone lymphadenitis"; "macrophages and, occasionally, small lymphocytes were also observed.